Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose value 25 mmol/l. Customer's other blood glucose value were 22 mmol/l and 11 mmol/l. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer was treated with insulin pump for high blood glucose. . The insulin pump received insulin flow blocked alarm which was resolved by troubleshooting. The troubleshooting was performed for high blood glucose. The device is not expected to be returned for analysis.